Event description:
Caller reported a malfunction on pump, which led to blood glucose level exceeding 500 mg/dl, displaying as "high." Customer took a correction injection via mdi and required assistance from a healthcare professional, who advised the use of mdi. There was no injury caused by the event, and ketone levels were not tested. Technical support arranged for a replacement pump and provided instructions for returning the problematic pump and using the new one with updated software. Customer acknowledged and understood all instructions provided.